Event description:
In 2008, the lay-user/patient contacted lifescan alleging the one touch ultra link meter was reading inaccurately high. The medical affairs specialist contacted the patient to obtain/clarify information. The patient stated that over the period when he used his ultra link meter, he reportedly had more frequent low blood sugar events. When he had these events, he says he feels symptoms of extreme sweat, very weak, and cannot think clearly. He says the symptoms generally occur about an hour after his insulin adjustment. The patient states he tests his blood sugar after breakfast, lunch, and dinner to decide whether or not he would inject additional insulin based on this sliding scale. According to his sliding scale, he takes additional humalog insulin when his result is over 200 mg/dl and targets a reading of 100 mg/dl by using each unit of humalog to lower his blood sugar level 50 mg/dl. The patient's pump injects 0.9 units of humalog per hour between 12 am and 9:30 am and 1.1 units per hour from 9:30 am until midnight the next day. Since he has obtained a replacement meter, he has reportedly not had any symptoms. He compared the readings on his old meter to an ultra meter and mentioned they were discrepant although he could nor provide the readings. On the same day at 8:51 am upon waking, he obtained results of 31 mg/dl on his ultra link meter and injected glucagon. At 9:09 am, his reading was 40 mg/dl on the ultra link meter. It was determined during the troubleshooting telephone call, the patient's testing technique was correct. The meter was set to the correct unit of measure and the results were verified in the meter memory. This complaint is being reported because the patient alleges he was getting inaccurate high readings, took additional insulin based on those readings, and had symptoms of hypoglycemia about an hour after taking additional insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.